Event description:
Raytec sponge in sterile laparotomy, lf custom surgical pack is noted to be frayed upon opening. Also, when not visually frayed upon opening, the raytec sponge frays easily upon use. This has the potential for retained fibers from surgical sponge, which can contribute to post-operative infection, increased granuloma formation, etc.